Event description:
The patient under went the successful stent assisted coil embolization of an anterior communicating artery aneurysm. One week post procedure, the patient suffered a parenchymal bleed. The location of the bleed was distant from the implanted devices. The cause of the bleed is uncertain but it could have been related to the subject device. The patient was hospitalized due to the event. No other information has been provided.

Event description:
The pt underwent the successful stent assisted coil embolization of an anterior communicating artery aneurysm. One week post procedure, the pt suffered a parenchymal bleed. The location of the bleed was distant from the implanted devices. The cause of the bleed is uncertain but it could have been related to the subject device. The pt was hospitalized due to the event. No other info has been provided.

Manufacturer narrative:
Anticipated procedural complication. The device was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.